Manufacturer narrative:
A complaint history check was performed and this is the 7th related complaint reported with the defect/condition of needle bent for lot #8331588; item #303345. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Approximately one thousand two hundred fifty (1,250) samples and four (4) photos were provided by the customer for investigation. Six (6) samples had been removed from the blister packs and the rest of the samples were in sealed blister packs. The six (6) samples were visually examined using unaided vision and were found to be bent. Fifty (50) samples were selected at random from the remaining returned samples and were removed from the blister packs and visually examined with no additional non-conforming samples being found. H3 other text : see h.10.

Event description:
It was reported that bd¿ blunt plastic cannula needle tip was bent. This occurred on 13 occasions before use. The following information was provided by the initial reporter: the needle tip was bent.

Manufacturer narrative:
A device evaluation and / or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ blunt plastic cannula needle tip was bent. This occurred on 13 occasions before use. The following information was provided by the initial reporter: the needle tip was bent.